Event description:
It was later reported that the ra lead had oversensing noted on real-time telemetry and on atrial tachycardia/atrial fibrillation (a t/af) episodes. The ra lead was explanted and replaced. Additionally, the right ventricular (rv) lead had low pacing impedance and oversensing; a lead integrity alert was triggered. The rv lead was explanted and replaced.

Event description:
It was reported that the right atrial lead had occasional noise noted on the stored electrogram (egm) and a slight increase in both impedance and threshold was noted during the previous month. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned and analyzed; analysis revealed a fracture of the proximal conductor at the first rib/clavicle. An outer insulation breach was also noted at the first rib/clavicle.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947-58 lead implanted (B)(6) 2011. (B)(4).